Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle pull out occurred during use with a bd microlance¿ 3 needle 30g x 0.5". The following information was provided by the initial reporter, "it appears that the mechanism which is there to hold the needle in place is no longer there. The result of this is that there is a split when administering the injection now."

Event description:
It was reported that needle pull out occurred during use with a bd microlance¿ 3 needle 30g x 0.5". The following information was provided by the initial reporter, "it appears that the mechanism which is there to hold the needle in place is no longer there. The result of this is that there is a split when administering the injection now."

Manufacturer narrative:
H.6. Investigation summary bd was not provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd understands a defective hub connection issue took place due to defective luer dimensions or any damaged in the syringe tip. It could also be related with the handling of the product as some insufficient adjustment between of the devices by the end user. The device history review showed no indication of the alleged defect. No corrective actions are required at this time.